Manufacturer narrative:
Technical support advised the customer to check valve #1 and the temp sensor. The customer already installed valves 4, 5, 6 as well as the impeller after this complaint. There are no parts available for return. Biomedical engineer (biomed) is a technician for speciality care and is not formally trained by the MFR for service. The biomed will be returning to the customer site for further investigation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cardioplegia would not cool below eleven degrees celsius (possible air in the lines) on the cooler heater unit. As a result, an alternate device was employed. The surgical procedure was completely successfully, and there were no delays, no blood loss or no adverse consequences to the pt.